Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call button issue. The customer's blood glucose was unknown at the time of call. It was reported buttons are unresponsive after battery change. Trouble shooting unable to be completed due to unable to communicate with customer. The insulin pump will not be returned for analysis.